Event description:
Vendor rep did not enroll pt in carelink at time of implant resulting in a delay in remote monitoring. This manual data omission and failure to register a patient into remote monitoring eliminates the provider's ability to monitor the patient's heart condition.